Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: customer stated that the product is defective (leaking and brown in color) and becoming detached from patients. Additional information received by phone call: I spoke to the customer on the phone on 10-jun-2026. He confirmed there are 4 lots. He did confirm this is happening quite frequently, but no specific event dates or occurrences were noted.